Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as "high", although a specific value was not given. Reportedly, the customer did not complete the load process and hence insulin therapy was interrupted. The customer addressed their bg with a correction bolus. Tandem technical support assisted the customer with completing the load process and resuming insulin, and the customer continued using the pump for insulin therapy.